Event description:
It was reported that once inserted the foley catheter failed to drain the bladder. Bladder scan confirmed urine present and they removed the catheter and found the product to be defective. They were unable to flush water through the lumen of the catheter. Per additional information received via email on 08apr2024, it was reported that the customer had another foley catheter that did not work in cardiovascular operating room (cvor) and needed to be replaced intraoperatively that day. In each event, the temperature sensing foley catheter was inserted into the bladder successfully. Neither of these foley catheters produced urine return. Bladder scans post insertion confirmed urine present in the bladder. The foleys were removed in each event. They planned to look at the lot number of the affected product and pulled all foley kits with same lot number from inventory to be safe. They were very concerned that they might have other affected product throughout the hospital that was placing their patient at risk. This was now a patient safety issue and would like some kind of follow up from bd along with credit for all the kits that they were removing from inventory. Per customer follow up received on 17apr2024, it was reported that per initial complaint report, the exact allegation is that the foley catheter failed to drain the bladder. Per customer follow up received on 15may2024, customer returned another sample with material #119416m. Per customer follow up received via email on 06aug2024, it was reported that the allegation with the returned sample is that foley catheter failed to drain the bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that once inserted the foley catheter failed to drain the bladder. Bladder scan confirmed urine present and they removed the catheter and found the product to be defective. They were unable to flush water through the lumen of the catheter. Per additional information received via email on (B)(6) 2024, it was reported that the customer had another foley catheter that did not work in cardiovascular operating room (cvor) and needed to be replaced intraoperatively that day. In each event, the temperature sensing foley catheter was inserted into the bladder successfully. Neither of these foley catheters produced urine return. Bladder scans post insertion confirmed urine present in the bladder. The foleys were removed in each event. They planned to look at the lot number of the affected product and pulled all foley kits with same lot number from inventory to be safe. They were very concerned that they might have other affected product throughout the hospital that was placing their patient at risk. This was now a patient safety issue and would like some kind of follow up from bd along with credit for all the kits that they were removing from inventory. Per customer follow up received on (B)(6) 2024, it was reported that per initial complaint report, the exact allegation is that the foley catheter failed to drain the bladder. Per customer follow up received on (B)(6) 2024, customer returned another sample with material #(B)(4). Per customer follow up received via email on (B)(6) 2024, it was reported that the allegation with the returned sample is that foley catheter failed to drain the bladder.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.